Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Date of event: event year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the caller had lost weight and the ins had not been working as well since then. They stated they felt stimulation in certain positions and no stimulation in others. Due to this they had a return of pain. The more weight they lost, the lower the frequency. They had been keeping up with charging the ins and had charged the week prior. They were unable to troubleshoot due to the patient programmer not working. The patient programmer was unable to power up and they tried multiple sets of batteries. It hadn't been dropped or gotten wet. No further complications were reported nor are anticipated.